Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A pharmacist reported that a knife did not cut during cataract surgery. An alternate knife was obtained in order to perform the procedure. There was no impact to the patient. Additional information has been requested.